Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was tested and no problem found with the cpu board. The customer reported problem was not duplicated.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported there was no patient involvement.